Manufacturer narrative:
A product investigation was completed: the evaluation has shown that the hammer guide is completely stuck in the inserter as complained. We were not able to dismantle the items from each other. Also with excessive force it was impossible to remove the parts and therefore we cannot verify the relevant dimensions of the threads. However, both devices are in used condition. There are wear marks and hammer blows at the blue handle, the t-handle, at the bottom of the head and the weld of the inserter visible. There were also damages on the shaft visible where the blue handle is normally assembled. The two pins at the blue handle are sheared off and were not returned. The head of the inserter is loose and could be removed from the shaft. The hammer guide shows a lot of wear marks at the shaft and at the head of the instrument. Based on these findings it is likely that a high mechanical force was applied during use or while the parts were tried to dismantle. The manufacturing documents of both instruments were reviewed and no complaint related issues were found. It is not possible to determine the exact cause which has led to the damages. It is likely that the complaint condition is due to the hammer guide not being fully inserted into the inserter, or previously damaged threads on the guide or inserter has led to the jamming. Impaction with the slide-hammer while the hammer guide is not fully inserted could have damaged the mating threads, resulting in the complaint condition. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Reporter¿s phone number is (B)(6). The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: sep 21, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during surgery the hammer guide stuck in the inserter handle and could not be removed. There was no surgical delay or patient harm. When the device was received by the manufacturer for investigation it was observed that the blue plastic pins are broken off. There was no surgical delay or patient harm. This is report 1 of 1 for com-(B)(4).